Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, it was confirmed that no patient harm occurred, and the procedure was completed using an alternate room. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. System log file review identified host pc errors, and the most likely root cause was determined to be an issue with the motherboard bmc chip in the host pc. The fse replaced the host pc, configured the monitors, and verified system functionality. The system was returned to clinical use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during patient set up, the system¿s screens started flashing and x-ray became unavailable. The patient was moved from the table to a different department. The report indicated that there was patient harm; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.